Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported that the insulin pump display went blank. Customer blood glucose reading was 120 mg/dl. Troubleshoot was performed. Customer stated the insulin pump was exposed to moisture while swimming in a swimming pool, insulin pump was not dropped. Customer also reported crack on the screen. Customer was advised to discontinue use of the pump and revert to a back-up plan per healthcare provider instruction. The insulin pump will be returning for analysis.

Manufacturer narrative:
The insulin pump had blank display due to moisture damage on electronics. Unable to perform idle current test, run current test, self test, off no power test, unexpected restart error test, basic occlusion test, occlusion test, prime test, excessive no delivery test and displacement test due to blank display. Pump had corroded motor home switch. The insulin pump was received with cracked and bleeding lcd glass, minor scratched display window, cracked battery tube threads, cracked reservoir tube lip and broken belt clip slot.